Event description:
A distributor in france reported that a customer's pump stopped unexpectedly and later failed to start. There was no reported impact on the customer's blood glucose level. The distributor arranged for the pump to be returned and planned to send the customer a replacement pump.